Event description:
It was reported that the asymptomatic patient presented via merlin.net and the transmission revealed that the pulse generator exhibited backup vvi operation. On (B)(6) 2017 the asymptomatic patient presented to the clinic for another follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed which successfully restored normal device function.